Event description:
Rn noticed that pt was not receiving tidal volumes from ventilator. Vent alarm beeping low tidal volumes. It sounded like the cuff of the endotracheal tube was blown. R/o'd (ruled out) the balloon for air leak. Dr came to re-intubate pt. Pt had good breath sounds hand 02 sats of 100% during the whole co. Episode what was the original intended procedure? Pt was being ventilated in the ICU. Device usage problem: device malfunction that is, the device did not do what it was supposed to do. Device usage problem: device was hard to use. Suspect medical device: taperguard evac.

Manufacturer narrative:
The size and lot number of the tube is unk therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.